Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective cable unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", displayed no image. The issue was found during reprocessing before an unknown procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a green image occurred due to a faulty light guide hose. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a green image occurred due to a faulty light guide hose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.